Event description:
The customer reported the device was used during a laparoscopic hernia repair. It was reported the ems did not fire at all. This happended with two instruments. The case was completed using another stapler. There was no consequence to the pt.